Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.2.

Event description:
Patient reported left side deflation. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Event description:
Patient reported left side deflation. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve . Crease/folding of implant : crease flat observed on the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation.